Event description:
It was reported that the implantable cardiac monitor (icm) was intermittently undersensing. The patient database indicates that the icm was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.